Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to duplicate the reported issue. The unit passed all functional and calibration test as per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) lower touchscreen is unresponsive and the lower half of the screen blanked out several times. The user is unable to manipulate the controls. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.